Event description:
The customer tested blood glucose and received a result of 11mg/dl at 5:31pm and went to the emergency room where they received a result of 98mg/dl. The customer was given an anxiety pill and sent home. Controls were out of range. A request was made for the return of the suspect device and replacement product was sent.